Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: suri, j., gupta, a., bhattacharya, d., sen, m., chakrabarti, s., singh, a., & adhikari, t. (2018). Comparison of diagnostic yield and safety profile of radial endobronchial ultrasound-guided bronchoscopic lung biopsy with computed tomography-guided percutaneous needle biopsy in evaluation of peripheral pulmonary lesions: a randomized controlled trial. Lung india, 35(1), 9. Doi: 10.4103/lungindia.lungindia_208_17.

Event description:
It was reported in an article from lung india titled, "comparison of diagnostic yield and safety profile of radial endobronchial ultrasound-guided bronchoscopic lung biopsy with computed tomography-guided percutaneous needle biopsy in evaluation of peripheral pulmonary lesions: a randomized controlled trial" that 50 patients were studied to compare the complication rates and diagnostic accuracy of radial endobronchial ultrasound-guided bronchoscopic lung biopsies (ebus) versus computed tomography-guided percutaneous biopsy (CT-pnb). The 50 patients were randomly split into two groups, ebus or CT-pnb and results were evaluated. Out of the 25 patients who underwent CT-pnb, 5 patients developed pneumothorax which required hospitalization (3 patients had intercostal drainage tube insertion and two received supplemental oxygen). Four out of 25 patients experienced intrabronchial bleeding, and 6 people experienced chest pain. The current status of the patients is unknown.